Event description:
Patient reported left side rupture and capsular contracture baker grade I. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported, left side rupture. And capsular contracture, baker grade I. Device remains implanted.

Event description:
Patient reported rupture. The device has been explanted. Subsequently, physician reported, capsular contracture, baker grade I. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: h.3, h.6, device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: observed, broken device on the posterior side assessed as surgical impact opening (shell thickness within specification). ¿ capsular contracture: unable to observe as it is a medical event not related to the device. Additional observations: ¿ crease is observed. ¿ nick is observed assessed as non-penetrating nick.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
The device has been explanted.